Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room for elevated blood glucose level of 391 mg/dl. Customer administered manual insulin injection prior to arriving at the ER on 5/18/2023. Customer also had high ketones. Customer was treated with IV fluids and was released from the ER on (B)(6) 2023 with no permanent damage.